Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review was performed and revealed no issues that could have caused or contributed to the iipv event. Upon conclusion of the investigation, the cause of this issue was determined to be an insufficient drain from one or more cycles advancing to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:59:19. During night drain cycle two, the patient's ultrafiltration reading was 2025ml, indicating the home patient drained 2025ml more than their maximum programmed fill volume of 2800ml. No additional information is available.